Event description:
It was reported through the patient registry that 7 days post transfemoral tavr procedure; the patient received a second 23mm sapien valve. Additional information provided by the edwards clinical specialist indicated the first 23mm sapien valve had been successfully deployed in an aortic position which resulted in mild paravalvular leak (pvl). Within the week, the pvl appeared to worsen via tte. The tavr team decided to bring patient in for a tee to assess severity of the pvl with possible tavr second valve positioned more ventricular. The pvl was then considered moderate and the decision was made to deploy a second valve. On pod 7 the second 23mm sapien valve was deployed which resulted in no change to the pvl. Additional information received from the office of the implanting physician indicated the patient had expired on pod 7.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information: entered new aware date as it was inadvertently left out during the submission of supplemental #1.

Manufacturer narrative:
Additional information provided by the hospital's operative report indicated that an additional 1cc of contrast had been added to the 23mm edwards balloon prior to deployment of the first sapien valve. Post deployment transesophageal echocardiogram (tee) showed mild-moderate aortic insufficiency. Another post dilation with an addition cc yielded trivial-mild pvl, as seen by tee. Per report, the patient was extubated and transferred to the cardiac surgical intensive care unit in stable hemodynamic and neurological condition, and moving all extremities. Pod1 a repeat echo suggested the patient had moderate-severe pvl. While stable, given her residual dyspnea and severe aortic insufficiency, the team decided to implant a second valve. The second 23m sapien valve was deployed slightly lower towards the left ventricle than the initial valve. Unfortunately, the patient continued to have pvl, likely due to eccentric calcification. No further intervention was attempted. At the end of the case the patient was transported to the cicu in stable condition. The patient's hospital course was complicated by persistent renal dysfunction with refractory congestive heart failure. Rather than placing her on dialysis, her family opted to transition her care to palliative care and she expired on pod7 after the 2nd tavr. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the increase in pvl and the overall inability to seal the aortic annulus was a result of the patient¿s eccentric calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report represents the first valve used in the procedure and is associated with MDR # 2015691-2013-21985.